Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 118 mg/dl and the sensor glucose was 40 mg/dl at the time of incident and the blood glucose level was 200 mg/dl, 250 mg/dl, 230 mg/dl and sensor glucose value was 270 mg/dl, 111 mg/dl, 119 mg/dl . The customer was assisted with troubleshooting. Insulin delivery was suspended due to sensor values. Customer states the sensor value that triggered the suspend on low or suspend before low event was 40. Low limit in sensor settings was 80. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable rang. Customer would not like to continue troubleshooting. Customer did receive a calibration not accepted alert. Customer had allergic reaction such as itchy and blisters at the site. Customer reports that they did not receive medical treatment as a result of the site issue. The sensor will not be returned for analysis.